Event description:
My orthopedic administered two synvisc injections (B)(6) 2016 and (B)(6) 2016 to my right knee. My right leg was showing signs of swelling on (B)(6) 2016. My right leg (below my right knee) showed increased swelling until (B)(6) 2016 when I went to the emergency room at (B)(6) hospital in (B)(6). I could not walk on my right leg. I could not bend my right leg. I was in significant pain. (B)(6) ER personnel administered pain medication and observed the leg. I was admitted to the hospital (B)(6) 2016. I was discharged (B)(6) 2016. I still have swelling and pain in my leg and knee as of (B)(6) 2016. MRI results indicate torn cartilage and significant fluid buildup in the knee and leg. The oncall orthopedic surgeon at (B)(6) diagnosed me with a ruptured baker's cyst. The (B)(6) orthopedic on call ordered x-rays of the knee and a MRI of the right calf area. I asked the on call orthopedic to include the right knee in the MRI order. The on call orthopedic refused to change the MRI order to include the knee area. I advised the (B)(6) ER on call orthopedic. I had two synvisc slots. The on call doctor did not consider the potential allergic reaction to the synvisc injections. I previously had synvisc injections without incident.